Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rate non-sustained episodes with "sensing integrity counter (sic) counts." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that more than three years later an alert was triggered due to non-sustained episodes and short v-v intervals. Pocket manipulations were performed, but noise was not able to be recreated. Reprogramming was performed to change the sensitivity.